Event description:
It was reported to philips that the imaging drive of the system failed as images could not be saved. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was not in clinical use. It was reported that the system imaging drive has failed and cannot save images. Review of the logfiles confirmed the image processing malfunction. Upon troubleshooting, philips field service engineer (fse) visited onsite and checked the system logs and confirmed the disk bay error. Fse replaced the disk bay. After the replacement of disk bay, the system was returned to use in good working. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.